Event description:
It was reported that the pump touch screen was no longer as responsive to touch. Additionally, it was reported that the battery was depleting quickly which led to an unexpected shutdown. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.